Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The assignable cause is currently unknown. Upon completion of evaluation, a follow-up medwatch will be submitted. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The reported problem was confirmed and the device was repaired. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: upon further evaluation by quality engineering, the root cause was assigned to a defective rear case assembly. The rear case assembly was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a 550:320:666:000 failure code. This condition occurred before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 7.01.00.